Event description:
Caller states that her device read 691 mg/dl. She reports that she went to the doctor 3 days later based on this reading and received a result of 169 mg/dl on the doctor's device. No treatment was received. Result of 691 mg/dl was not found in the device memory. Requested return of suspect device and replacement was sent.